Event description:
It was reported that during placement of an avs navigator peek cage, the securing mechanism broke intra-operatively. A change of cage was necessary. There were no adverse consequences to the patient. The procedure was completed successfully with a 20 minute delay to surgery.

Manufacturer narrative:
Following the receipt of additional information, b5 has been updated. From the provided photo, it was observed that the securing rail of the implant, which allows for attachment on the inserter, had fractured from the body. Visual, functional, and dimensional inspection could not be conducted as the device was not returned for evaluation. Device history records were reviewed for the corresponding lot, and no relevant issues were identified. Complaint history records were reviewed for this lot, no similar complaints were identified. As this event occurred during insertion, it is possible that the device could have experienced off-axial insertion/ impaction force, causing the securing rail to fracture. However, a root cause could not be established conclusively as the device was not available for investigation. H3 other text : device not returned for evaluation

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that during placement of an avs navigator peek cage, the securing mechanism broke intra-operatively. A change of cage was necessary.